Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with another of same device. There were no patient complications reported and the patient status was good..

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The batch no. Was confirmed correct. Visual analysis confirmed flattening of the catheter tip. Microscopic analysis found accordion damage on the inner tube under the balloon, flattening and stretching of the inner tube under the balloon. When trying to inflate the balloon a rupture of the catheter shaft was found at the guidewire notch. The balloon was not able to be inflated because of this rupture. Microscopic analysis of the balloon could not find a rupture. Because there was no evidence of any product quality deficiencies, it was considered likely that the flattening, stretching, and accordion damage were attributable to procedural issues. So, the cause code, adverse event related to procedure was used for this damage.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with another of same device. There were no patient complications reported and the patient status was good.